Manufacturer narrative:
The device was received on (B)(4) 2013 and a failure investigation was performed. The visual inspection found the probe to be intact, with no evidence of being "faulty" in any manner of construction or performance. The investigation also found a large amount of tissue and blood on the tip which indicates the probe was not cleaned during use, and/or the eye was not sufficiently irrigated during the procedure. The functional analysis showed that the output power was lower than MFR's specification which is due to the contamination on the fiber tip. Iridex warns the physicians, through the instructions for use (IFU) and the user manual, to clean the g-probe during use to avoid tissue accumulation. Also, it instructs physicians to keep the eye irrigated throughout the entire procedure. If organic material is allowed to accumulate on the fiber face, the tip remains highly absorbing for subsequent laser pulses, until the debris is removed. Once contamination occurs, the use of the contaminated device should be discontinued as recommended, and the device should be discarded. The physician discarded the device once the conjunctival burn was observed, a new device was used and the procedure was finished without further burns. Numerous attempts have been made to f/u on the pt's status without any response from the physician.

Event description:
During a phone call on (B)(6) 2013 with in-country iridex rep, the treating physician, dr (B)(6), who was performing a transscleral cyclophotocoagulation with an iridex g-probe (pn (B)(4), lot # 014803) dr (B)(6) stated that "after checking that the aiming beam appeared correctly onto a surface, multiple applications were made with the g-probe with no abnormal appearance on the conjunctiva. At approximately the 20th application, there appeared to be a small area pigmentation in the conjunctiva, which was treated on application 21. The pt had a few such areas. At the 22nd application, there was a burn in conjunctiva. Pt had previous trabeculectomy, this area was not treated. The eye was maintained moist throughout the procedure with bss. The fiber tip appeared brown and was replaced and the procedure continued without further burns. The fiber face had not been checked during the course of treatment prior to the conjunctival burn". Treatment settings during procedure: power - 2000mw, pulse duration - 2000 ms, spot size - 600 micron beaded fiberoptic. No error code was observed on the console. A new g-probe was used and treatment continued without further complications. Iridex rep has scheduled training for the physician at the facility.